Manufacturer narrative:
Heartsine's investigation determined the root cause of the reported fault to be the failure of q11, q13 and q14. It was reported by the customer that the device was delivering 0j shock energy output during shock testing. On receipt the device was successfully power cycled with no warnings, as detailed in the reported complaint. However, during investigation the device delivered zero shock energy as per reported fault. The fault was attributed to a high voltage breakdown of the discharge control circuitry, resulting in the failure of igbts q11 and q14 and q13. The fault could not be replicated after replacing these components. Given the issue occurred while the customer was testing the device, this may suggest an issue with the customer¿s test fixture setup. As per the user manual, the device should not be tested using unapproved methods or inappropriate equipment. The device was scrapped by heartsine and the customer was provided with a replacement device.

Event description:
The customer contacted heartsine to report that their device to report that the device failed to deliver shock energy during testing. In this state the device would be inoperable and defibrillation therapy would not be available if needed. There was no patient involvement reported with the event.

Manufacturer narrative:
Heartsine has requested return of the device for investigation. Upon completion, the conclusions will be submitted in a follow-up report.

Event description:
The customer contacted heartsine to report that their device to report that the device failed to deliver shock energy during testing. In this state the device would be inoperable and defibrillation therapy would not be available if needed. There was no patient involvement reported with the event.